Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion and infection. No additional adverse patient effects were reported. This pacemaker was explanted.